Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was monitored in 50c oven for several days and no blank display noted during testing. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted during testing. No unexpected off no power and low battery alarm noted during testing. The insulin pump was received with scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor position encoder error alarm and motor error alarm. The customer reported that the insulin pump would randomly shut off. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.